Event description:
It was reported that during a vats lung biopsy procedure, the device could not be released after 1st firing. Doctor cut the tissue around thedevice and removed it. The procedure was converted to open.